Event description:
The customer reported the fluoro images are black and the system tracks to max kv. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the lemo connector and performed a beam alignment and camera calibration. System operates as intended. (B)(4).